Event description:
I have been a type I diabetic for the last fifty years and have used an insulin pump for the last twenty years along with a continuous glucose monitoring (cgm) device for the last eleven years. I used medtronic pumps for eighteen years and their cgm device until I went onto (B)(6) in 2017. Since (B)(6) would not pay for medtronic's cgm and pump system, I began using the cgm (2017) and tandem insulin pump system in 2018. After receiving my first tandem t:slim x2 pump, I have had four pumps suddenly stop working showing the "malfunction" message with a "malfunction" code. When I've called tandem to get the last four replacements, I've been told by tandem representatives that the "malfunction· code indicated a system failure not something I did to the pump. I am now on my fifth tandem t:slim x2 pump since (B)(6) 2018. Needless to say, I do not trust this equipment. I've asked to have a new pump not a "refurbished" pump sent to me to replace the malfunctioning pumps. I've been told at each request that tandem no longer makes the tandem t:slim x2 pump that I have been using, so I got sent another refurbished pump. My experience with refurbished pumps is they already failed one or more times and are never as reliable as a new pump. The new tandem t:slim x2 pump I received in april 2018 only lasted 10 months before malfunctioning and I now wonder if it really was a new pump? The four tandem t:slim x2 pumps that have malfunctioned all failed with no warning and at very inconvenient times like in the middle of the night, volunteering at a school and at the grocery store. As a type I diabetic, I cannot survive without insulin delivery. My blood sugars have been very high post tandem t:slim x2 failures until I can get my seven year old backup pump working temporarily. In addition, I lose my cgm readings until the dexcom receiver is recharged. In the eighteen years that I used a medtronic insulin pump, I had two pump failures. Having four pump failures with the tandem t:slim x2 pump in seventeen months is unacceptable and dangerous to my health and other type I diabetics who rely on this pump. Since receiving my fifth pump, I am waiting for this one to malfunction as well. As a result, I'm afraid to leave my home fearing that the tandem t:slim x2 pump will malfunction while I'm away from home making it very difficult to put in my backup pump. I have well controlled my diabetes for years, thanks in part to insulin pumps and cgm systems. I have excellent a1c results and worry that my extremely high blood sugars that I've experienced with my four pump failures in the last seventeen months are interfering with my ability to maintain good. I've been told by tandem employees that my case is an unusual anomaly. I don't find that very comforting. I'm hoping that this pump problem will be resolved so I can continue to use my current pump and cgm system with confidence. I hope that the FDA can look into this problem with the tandem t:slim x2 pump and rectify the situation for me and other t1d who use this pump. Tandem has a record of the four insulin pumps I have returned. You can obtain the model and serial numbers from them.